Manufacturer narrative:
The actual device has been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file found (B)(4) similar reports with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported difficulties with the involved angio-seal device. The following information was provided by the user facility: two pieces of the device, the dilator and sheath were not locking together when assembled; another device was retrieved and functioned correctly; the device was not used on the patient, issue was found pre-treatment; and hemostasis was achieved with the second device.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. One 6fr hemostatic sheath and arteriotomy locator were returned for evaluation. Additionally the angioseal vip device was returned in the unopened polyfoil pouch. The returned components were then subjected to visual analysis were it was noted that the hemostatic sheath and the arteriotomy locator. There were no gross visual anomalies noted when the two components were properly mated. To further analyze the devices, the hemostatic sheath and arteriotomy locator were disconnected and the hub of the arteriotomy locator was analyzed under microscopy. There was noted flash at the hub/ tubing junction of the arteriotomy locator. The flash was measured and confirmed to meet manufacturer specifications. The cylinder where the hemostatic sheath sits when the two components are mated the distal ridge appeared to have been flattened to a point where there was no distinction between the distal ridge and the indentation where the hemostatic sheath hub would sit. The hemostatic sheath was then analyzed for any anomalies. No anomalies were found. Functional testing was conducted. The arteriotomy locator was then inserted in the hemostatic sheath. When the two components were completely mated, only a tactile was felt. There was no audible click heard. There was also limited resistance to the dislodgement of the arteriotomy locator. The blood inlet holes were properly aligned. The easy dislodgement of the arteriotomy locator could be confirmed based on the returned sample. Only a tactile click was experienced when the components were properly mated. The lack of an audible click indicates that the two components may not have been securely mated. The complaint could be confirmed. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. Based on the investigation results it is likely the two components were not securely together.